Event description:
It was reported that during a vascular surgery procedure, the clips will not hold after placing. The clip did not close well and did not allow the hemostasis. Neither unusual noise nor unusual resistance when using the device. The device was used directly on the patient's vessels. The clips were correctly advanced into the jaws prior to firing. No consequence for the patient. Few clips remain in the applicator. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged cartridge cover. The analysis results found that the device was returned with the cartridge cover cracked. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident nor the damage found. The batch record was reviewed and no anomalies were noted during the manufacturing process.